Event description:
Additional information received identified that the left occipital lead had fractured and patient underwent surgical intervention on (B)(6) 2023 wherein, another lead was added to address the issue. The investigation was unable to determine which lead had fractured.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), lot: 7110355. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the left occipital lead. Patient is receiving effective therapy, however, may require surgical intervention to address the issue.

Manufacturer narrative:
B3-date of event is estimated.